Event description:
A hospital reported to our distributor that one of the white connectors was missing from the rt206 adult breathing circuit package. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital. The product is not sold in the USA but it is similar to a product which is sold in the USA. The returned device was visually inspected. Results: the connector on the dry line of the breathing circuit was missing. Conclusion: it is likely that the part was omitted during packing. There is currently an open CAPA addressing the issue of missing parts. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0029%.